Manufacturer narrative:
Product complaint#: (B)(4). Complainant part received. This report is for an unknown - drill bits: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Reporter is a synthes rep. Investigation summary background: it was reported that on (B)(6) 2020, it was noticed that the inter-lock screwdriver, driving cap threaded and radiolucent insertion handle femoral recon nail were damaged and were no longer be usable. There was no patient involvement. This complaint involves three unk - drill bits: trauma (3) devices. Investigation flow: damage. Visual inspection: unk drill bit (p/n unk) was received broken at the laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us cq. This damage is consistent with a device that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the shaft of the screwdriver twisting and breaking off. Based on the complaint description as well as dimensions and characteristics of the shaft, it is suspected that the device is 16mm cannulated flexible drill bit large quick coupling-266mm (03.037.002). No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: document/specification review: based on the date of manufacture the following. The device received was broken. Hence confirming the allegation. Conclusion: the complaint was confirmed for the unk drill bit (p/n unk) as the shaft of the device was completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, it was noticed that the inter-lock screwdriver, driving cap threaded and radiolucent insertion handle femoral recon nail were damaged and were no longer be usable. There was no patient involvement. This complaint involves three devices. This report is 1 of 3 for (B)(4).